Event description:
It was reported that the user experienced recurrent high blood glucose after dinner in the context of consistently selecting ¿less than meal¿ announcements on the ilet, with a concurrent cgm-related issue affecting glucose readings. Symptoms included hyperglycemia. Outcomes included user counseling and education. Investigation included review of device data and user-reported use patterns, with a plan to provide additional training and assess the need for a factory or soft reset. Investigation of this case revealed suboptimal meal announcement entries during the learning phase that likely contributed to inadequate insulin dosing and persistent postprandial hyperglycemia, compounded by a cgm issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcements during the learning phase, with contributing sensor performance issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.